Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility that the device would run in forward when both triggers were pressed. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.